Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 4351-35, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for gastric stimulation. It was reported that the patient was having pain issues. The hcp was doing a revision on (B)(6) 2020. It was later reported that the hcp completed the revision and moved the pocket to the other side of the body. It was unknown what led to the issue. No device issues or further complications were reported or anticipated.